Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges additional surgery to remove the mesh;however no details hav been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an inguinal hernia. A bard/davol flat mesh was implanted into patient's body to repair the hernia defect. (B)(6) 2018 - patient underwent an invasive surgical procedure to remove the bard/davol flat mesh ,as well as to repair the inguinal hernia. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective bard mesh hernia patch.